Event description:
A coronary angiography, urgently performed to a pt presenting an acute coronary syndrome, revealed an occlusion in the right coronary artery (rca). Usual recanalization procedure was performed with different guidewires of different features, however, while attempting to probe the occlusion, guidewire breakage occurred in a complex coronary lesion due to calcifications and tortuousity of vessel. The trouble was firstly noticed as an unraveling of the metalic coil of the guide wire, then guidewire could not be manipulated, and could not be removed as its distal portion was trapped by the calcified plaque. While using different techniques for removal, the guidewire distal part was broken. Core of the guidewire was removed out, but the distal portion of the guidewire was still in the descending thorax aorta. Next day, an add'l procedure was conducted and most part of the remained portion could be taken out, however, a segment of about 3cm was firmly stuck in rca and could not be removed.

Manufacturer narrative:
Device investigation could not conducted, lot history review revealed no irregularity relating with the reported event. Review of the procedure cine cd provided to the MFR revealed, in its three consecutive images, firstly the guidewire being caught in a vessel, then advancement of two guidewires in the vessel, and the coil elongation of a guidewire in the vessel in the following image. No other tangible info could be obtained regarding the breakage of the guidewire. It is comprehensively supposed that repeated bending force or excessive rotational force might be given the guidewire, of which distal end was trapped by calcified lesion, resulting breakage of the core wire of the guidewire due to the accumulated force exceeding the product design limit. Coil elongation along with removal of guidewire ended by separation of the guidewire in the vessel. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. ...when torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. "Separation or breakage of the guidewire" as one of the possible complications and adverse events.